Event description:
It was reported that the insulin pump alarmed motor error during manual prime. Customer's blood glucose was 10mmol/l. Troubleshooting was done. Customer was unable to rewind the insulin pump. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor. Motor passed motor test. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.